Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg turned on stimulation by itself when the patient was in her vehicle. This was confirmed on the programmer display. In turn, surgical intervention was undertaken to explant the entire system.